Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for the clinical study reported pain at the pocket site. Interventions included a revision of the pocket and repositioned device on (B)(6) 2017. It was reported that the event was possibly related to the device or therapy and possibly related to the implant procedure. Symptoms included pain at the pocket site with superficial device pocket. The issue was resolved without sequelae on (B)(6) 2017. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the pain at the pocket site was not determined. No further complications were reported/anticipated.